Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 4 accolade ii 127 deg; 6721-0435;70302604, delta v-40 ceramic head 28/0;6570-0-128;77508303. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised from a accolade ii stem, adm/ mdm x3 liner, and ceramic v40 head to a restoration modular hip system, adm/mdm x3 liner, and lfit v40 head.